Event description:
This report is to advise of a fracture that was noted during analysis. During an svt procedure, it was reported that following transseptal access, the sheath tip appeared deformed on fluoroscopy. The sheath had been used to obtain transseptal access and the access was noted to be difficult, requiring quite a bit of force to transition the sheath tip into the left atrium. The dilator was removed and the rf ablation catheter was advanced into the sheath, however, the physician was unable to get the catheter through the sheath tip easily. Fluoroscopy revealed a defect near the tip. The sheath was exchanged over a wire. The issue was resolved and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath was bent at 0.3¿ and the internal braiding of the sheath was protruding from the bend. No other visual anomalies were noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.